Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. Device manufacturing date is unavailable. On (B)(4) 2016 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 - a medtronic representative, following-up at the site, reported the site had both cables, microscope and ultrasound, plugged in at the same time. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system logged-out unexpectedly. Registration was completed with synergy cranial, version: 2.2.6, and the microscope cable was connected. When the sononav cable was connected, the system logged out. The navigation system was re-started and the procedure continued. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided. A software investigation was completed and found that the stealthstation treon treatment guidance system is not designed to have both a microscope and an ultrasound connected to the system at the same time. Software is functioning as designed. The medtronic representative support team for this site was notified that the microscope and sononav cannot be plugged into the system at the same time.